Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer alleged that the pump was not reducing the bolus dosage when the customer programmed a low blood glucose (bg) level and carbohydrates value into the bolus delivery screen. The customer reported bg levels ranged from 65-100 mg/dl. Troubleshooting was performed with tandem technical support and the customer programmed a mock bolus with a bg value of 70 (mg/dl)and stated that the bolus dosage was reduced as expected. The customer acknowledged that the pump performed the reverse correction as expected.